Event description:
Customer reported damage to the pump housing around the usb port, which affected their ability to charge the pump. The customer did not specify if their blood glucose levels exceeded 500 mg/dl, leaving the impact unreported. Technical support decided to replace the pump as a resolution to the problem.